Manufacturer narrative:
The referenced asset was returned to the service center for a evaluation. The evaluation found the adhesive at the distal end cover was missing. Additionally, the bending section cover adhesive was peeling and switch button# 2, 3 and 4 on the control body were not working. The device was repaired to standard specifications and returned to the asset stock. The asset scope was last repaired on (B)(6) 2018 due to a leaking probe unit and instrument channel with non-funtional switch buttons. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During a standard service inspection of a returned asset, the evis exera ii ultrasound gastro-video scope was found to have missing adhesive at the distal end cover. There was no report of any problems associated with the device and there was no report of patient injury or harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: g3, g6, h2, h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the adhesive has peeled off due to damage of the distal end, likely caused by physical stress / external force being applied. Since the subject device was manufactured more than 5 years ago, it is possible the device was impacted by aging deterioration. A review of the instructions for use identified the following verbiage under 'inspection of the endoscope'. "Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities".